Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, prior to a biopsy procedure, the device allegedly had foreign body (lint). There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one electronic photo was provided and it was reviewed. In that photo, device was placed presented inside its packaging a small black coloured thread like material was noted on the device packaging, since it is not possible to determine whether the unidentified black fiber is located inside or outside the packaging and also the device was not returned, the reported device contamination cannot be confirmed. Therefore, the investigation is inconclusive for the reported foreign material as the available evidence is insufficient to support a definitive conclusion. A definitive root cause for the reported device contamination with chemical or other material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, prior to a biopsy procedure, the device allegedly had foreign body (lint). There was no patient contact.